Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had a seal issue in which no seal could be completed. It is unknown if any alarms or end-tones were heard. There was no patient injury. The surgeon replaced the device with another device to complete the case.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device would not complete sealing. There was no patient injury, and a new device of the same type was used to continue the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.